Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed during sample evaluation. Actual sample, without pouch, was available at the plant for evaluation. Upon visual inspection, the vented male luer tip protector was missing and the interlink injection site was separated from adapter, female luer lock. In addition, the stem of the interlink injection site sub-assembly found to be broken or fractured. The broken piece of stem was remained in the adapter, female luer lock. No other test was performed. The assignable root cause of the reported condition is unknown. Should additional relevant information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review cannot be performed since there was no lot number provided. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
A customer reported to baxter (B)(4) that a catheter extension set, with luer slip, was observed to have a leak at the injection site and tubing junction. The reported condition occurred during patient use. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available at this time.